Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.